Event description:
Pt with a history of multiple myeloma had a port placed in 2003 for chemotherapy. Pt did well until recently when they noted leakage at the needle sites during port access. An angiogram done 3 months later revealed pooling of contrast around the chest port, suggesting a possible leak at the site of connection. The pt was taken to surgery the following day for removal and replacement of the port. They tolerated the procedure well.